Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges onto the pump. Reportedly, the cartridge was filled with 120 units of insulin. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.